Manufacturer narrative:
The customer¿s report of tubing breaking at luer connection could not be confirmed due to the product was not returned for failure investigation. Although a photo was provided by the customer, the location of the tubing broke at luer connection could not be determined. The root cause was not identified as no product was returned.

Event description:
It was reported that the tubing were separating at the luer connection.

Manufacturer narrative:
Report source: corporate resource analyst. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing broke at the luer connection.